Manufacturer narrative:
Date of birth: (B)(6).

Event description:
It was further report that no revision procedure has occurred to date.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is the loosened and malpositioned tibial component of the right knee arthroplasty with posterior subsidence. Joint effusion. Bone quality appeared osteopenic. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown nexgen femoral component, catalog # unknown, lot # unknown; unknown nexgen articular surface, catalog # unknown, lot # unknown. Report source: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to loosening of tibial prosthesis. Attempt for further information has been made, but no further information has been provided.